Manufacturer narrative:
G4- PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide of a cook neff percutaneous access set was difficult to advance and remove. The patient was undergoing an intercostal, ultrasound-guided percutaneous transhepatic intrahepatic bile duct drainage (ptcd) procedure. The patient was placed in a supine position, positioned under ultrasound guidance, and the puncture point was marked. Local anesthesia and regular drape were used. The percutaneous introducer was disassembled. The percutaneous needle was used to insert the needle obliquely for puncture. Next the wire guide was inserted. An attempt was made to advance the wire guide, but resistance was encountered and the wire guide could not be advanced further. It was planned to withdraw the wire guide and try again, but the wire guide was not able to be removed. Another cook neff percutaneous access set (rpn: npas-100-rh-nt) was used to successfully to re puncture and complete the procedure. A photo of the device was provided by the customer for the investigation. The photo showed the wire guide unraveled. The subject of this report is the wire guide that was difficult to advance and difficult to remove and then unraveled.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. Correction: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 30jan2026 indicating that the wire guide straightener was not used when advancing the wire guide. The initial date of awareness for the manufacturer was 27jan2026, not 19jan2026 as previously reported.